Event description:
Female patient has had an intrathecal pump for approximately 4 years and latelely the doses are too low and she withdraws. Other times she is overdosed. Appears to be rotor stall and surgical plan to replace the intrathecal pump.